Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot 12j023 was manufactured on september 10, 2012 ¿ september 12, 2012. The device was returned and the evaluation is completed. One actual unit was received at the plant for evaluation. The unit was not returned to the plant in its original package. Visual inspection of the unit via the naked eye noted the fill-port cap was missing. Since the unit was not returned to the plant in its original packaging, it could not be determined if the device was originally shipped with the blue winged luer intact and therefore cannot be confirmed as a non-conforming device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No additional defects were found during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a missing fill port cap ("top tip"). There was no patient involvement as this was identified before patient use. No additional information is available. This is medical device report 2 of 2.